Event description:
This patient was randomized to the wwecypher pms registry approximately three years ago. The patient's diagnosis was unstable angina iiib. There were two lesions treated at index procedure. The first lesion was a restenotic lesion of an unknown device located at the distal circumflex. The lesion was 95% occluded, type b1, concentric, mildly calcified and 18mm in length. There was no major side branch involvement and thrombus was not present. The lesion was predilated with a 2.5x20mm balloon at 18 atms; inflation time is unknown. A 3.0 x 18mm cypher stent was deployed at 18 atms; inflation time is unknown. The second lesion was at the obtuse marginal. The lesion was type b1, 95% occluded, concentric, mildly calcified, and 18mm in length. The lesion was pre-dilated with a 2.0x20mm balloon at 14 atms. A second 2.5x18mm cypher stent was deployed at 12 atms; inflation time is unknown. Post-dilation was not reported. Minimum lumen diameter was iii and 2.5 respectively. Pre and post procedure timi fow was 2 and 3. The patient was discharged on clopidogrel, aspirin, statins, and beta-blockers. Approximately three years post index procedure an adverse event of restenosis at the distal circumflex was reported. Treatment for this event as well as the patient's health status remains unknown despite multiple attempts to obtain additional information. However 30 days follow-up information post this adverse event indicates that there is no angina, the patient is following the anti-platelet regimen as is also on insulin for diabetes.